Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. A78088) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bleeding genital, dysmenorrhea, multigravida, parity 2 and gallbladder operation. Concurrent conditions included ovarian pain. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device: essure device was located in the uterine cavity on removal,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, device expulsion, vaginal haemorrhage, menorrhagia and fatigue outcome was unknown. The reporter considered device expulsion, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. A78088) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included genital hemorrhage, dysmenorrhea, gravida ii, parity 2 and gallbladder operation. Concurrent conditions included ovarian pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue") and device expulsion ("migration of essure device: essure device was located in the uterine cavity on removal,"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue and device expulsion outcome was unknown. The reporter considered device expulsion, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, reporter added , lot number added, event added :- abnormal bleeding (vaginal, menorrhagia), fatigue, migration of essure device: essure device was located in the uterine cavity on removal, historical condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device expulsion ('migration of essure device: essure device was located in the uterine cavity on removal,') and perforation ('perforation') in an adult female patient who had essure (batch no. A78088) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding genital, dysmenorrhea, multigravida, parity 2 and gallbladder operation. Concurrent conditions included ovarian pain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). And hysterectomy partial). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, device expulsion, perforation, vaginal haemorrhage, menorrhagia, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, device expulsion, fatigue, menorrhagia, pelvic pain, perforation and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. New events added: perforation. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device expulsion ('migration of essure device: essure device was located in the uterine cavity on removal,') and perforation ('perforation') in an adult female patient who had essure (batch no. A78088) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding genital, dysmenorrhea, multigravida, parity 2 and gallbladder operation. Concurrent conditions included ovarian pain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). And hysterectomy partial). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device expulsion, perforation, vaginal haemorrhage, menorrhagia, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, device expulsion, fatigue, menorrhagia, pelvic pain, perforation and vaginal haemorrhage to be related to essure. Lot number: a78088 manufacturing date: 2012/12 expiration date: 2015-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device expulsion ("migration of essure device: essure device was located in the uterine cavity on removal,") in an adult female patient who had essure (batch no. A78088) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bleeding genital, dysmenorrhea, multigravida, parity 2 and gallbladder operation. Concurrent conditions included ovarian pain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes).) And surgery (hysterectomy partial). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device expulsion, vaginal haemorrhage, menorrhagia, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, device expulsion, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: plaintiff fact sheet received: abdomen pain event was added. Intervention was marked for event device expulsion. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.